Manufacturer narrative:
An event regarding disassociation involving an all poly constrained insert 44mm was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: review of medical records by a consulting clinician indicated: ¿no operative reports, no clinical or past medical history, and no examination of explanted components are available. In this elderly, small female patient shortening of the limb likely resulted in instability of the hemiarthroplasty. The constrained acetabular component likely disassociated as a result of impingement at the extremes of motion likely in this slender patient with shortening. The decision to convert to a girdlestone was not related to factors of faulty component design, manufacturing or materials. Similarly, the earlier clinical problems were also unrelated to the specific bipolar hip arthroplasty or constrained components utilized.¿ -device history review: a review of the device history records indicated all devices were manufactured to specification with no reported discrepancies. -complaint history review: a complaint history review indicated there have been no other events reported for this lot. Conclusions: review of medical records by a consulting clinician indicated: ¿no operative reports, no clinical or past medical history, and no examination of explanted components are available. In this elderly, small female patient shortening of the limb likely resulted in instability of the hemiarthroplasty..." It was determined that the constrained acetabular component likely disassociated as a result of impingement at the extremes of motion likely in this slender patient with shortening as noted by the clinical consultant. A competitor head was used with a stryker constrained liner. Based on the provided information it has been determined that this event is associated with an off-label application. A review of the packaging insert included with the device at the time of manufacture, qin4357, revision d, indicated the following: do not substitute another manufacturer¿s device for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant. A competitor head was used with a stryker constrained liner. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's son contacted the stryker ethics hotline to report that his mother was fitted with a trident all poly constrained acetabular insert after the replacement half hip she had fitted following a fall, dislocated twice within 5 days of it being put in. The patients son further reported that the surgeon who fitted the constrained joint told him it would not dislocate, that the surgeon could not physically pull the joint apart and the implant would be more likely to break out of the bone rather than dislocate. The surgeon further explained that the downside was that the patient would lose some flexibility in the joint. Surgery was carried out and the patient went home and all appeared good. The patient's son further reported that after around 5 weeks his mother called to say " I think my hip has dislocated when I only sat on the toilet ". She was returned to hospital where x-rays showed the joint had dislocated without breaking any bone. The next day the patient underwent a girdlestone procedure to have her hip joint removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient's son contacted the stryker ethics hotline to report that his mother was fitted with a trident all poly constrained acetabular insert after the replacement half hip she had fitted following a fall, dislocated twice within 5 days of it being put in. The patients son further reported that the surgeon who fitted the constrained joint told him it would not dislocate, that the surgeon could not physically pull the joint apart and the implant would be more likely to break out of the bone rather than dislocate. The surgeon further explained that the downside was that the patient would lose some flexibility in the joint. Surgery was carried out and the patient went home and all appeared good. The patient's son further reported that after around 5 weeks his mother called to say " I think my hip has dislocated when I only sat on the toilet ". She was returned to hospital where x-rays showed the joint had dislocated without breaking any bone. The next day the patient underwent a girdlestone procedure to have her hip joint removed.